Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient scheduled for bilateral replacements with cat# 3503330 on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the lot number of the affected device reported on (B)(6) 2021, 185326 belongs to the catalog number 3542635, serial number unknown, mentor siltex round moderate profile 250cc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with an unknown mentor silicone prosthesis experienced left sided rupture post procedure. A physical examination confirmed the rupture. The patient was in the atv riding accident. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.